Manufacturer narrative:
The date of explantation was not reported.

Event description:
Per the clinic, it was reported that the device was explanted due to the patient experiencing an allergic reaction at the implant site. It is unknown whether the patient was reimplanted, as of the date of this report.